Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant at site 22 is threaded. Rethreading tool 0493 requested to repair the threads.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device location was #22 and length of usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1247409). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247409) for similar event and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.